Event description:
The customer reported the system displayed a communication error and would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a bent connector pin. The system operates as intended.